Event description:
This senior medical surveillance specialist spoke with the reporter/layperson on 3/13/09 regarding her allegation that the patient's (husband's) onetouch ultra meter began displaying the battery indicator ten days prior. Although the reporter thought the patient still obtained results, but was concerned the battery indicator affected the meter's accuracy, the patient informed her that it also would not always provide a result. Although the patient had not changed the battery, the customer service associate replaced the meter. The patient continued taking his standard dose of humulin n each night. A week prior to original date, the patient woke up the reporter during the night to inform her he was "feeling low". The patient was shaking. After the reporter gave him two spoons of jam, the reporter returned to bed. Neither the patient nor reporter can recall whether the patient had obtained a result the night before the alleged event or had tested. This complaint is reported due to the patient's shaking that started after the alleged issue and that is a symptom meeting the criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.